Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device changeout, the right ventricular lead was noted to have an insulation anomaly. The lead was capped and replaced. No electrical issues with the lead prior to procedure. No patient symptoms were reported

Event description:
New information states that the lead was partially explanted.

Manufacturer narrative:
Final analysis found full breach outer insulation degradation at 5.4 cm and 5.7 cm from the connector pin.